Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A laboratory technician placed a df4 lead into the right ventricular port and the set screw was tightened with no issues observed. Interrogation determined that the device was still in storage mode and no impedance measurements were recorded in the device's memory. The device was taken out of storage mode for testing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of out of range impedances and unexpected therapeutic results. However, under-insertion of the lead's terminal pin into the device header could have caused or contributed to the noted issues, although under-insertion could not be confirmed during laboratory testing. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the device has been returned but evaluation is not complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant that was not placed due to out of range shocking and pacing impedances and therapy delivery concerns. Device to lead connections were checked several times, and the right ventricular (rv) lead was tested through a pacing system analyzer (psa) and found to be functioning appropriately. An alternate pulse generator was used and the procedure was successfully completed. This ICD was never in service. No adverse patient effects were reported.